Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: the clinical staff at uhcw reported a incident yesterday (9th at around 10:55am) the nurse changed mode to high flow and the screen froze and displayed an alarm. There wasn't any flow and the nurse couldn't change anything on the screen. The nurse powered off the machine and powered back on and everything was fine again.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: the clinical staff at uhcw reported a incident yesterday (9th at around 10:55am) the nurse changed mode to high flow and the screen froze and displayed an alarm. There wasn't any flow and the nurse couldn't change anything on the screen. The nurse powered off the machine and powered back on and everything was fine again.